Event description:
Reporting status: death. Reporting rationale: death. Device issue: balloon rupture; shaft separation. It was reported that emergency ptca was performed with uap (unstable angina pectoris). In-stent restenosis (isr) was noticed in the mid rca, in another company's stents. There was mild tortuosity, heavy calcification and 90% stenosis. Another company's guide wire crossed the lesion, and then ivus was performed. Pre-dilatation was done with the powersail 3.75 x 13 mm at 22 atm five times, then ivus was performed. Another company's 3.5 x 28 mm stent was implanted in the lesion at 9 atm for 30 seconds. Post-dilatation was performed with a powersail 3.75 x 13 mm and inflated from the distal part of the stent; however, a rupture was noted on the third inflation at 28 atm because there was inadequate dilatation in the proximal part of the stent and the powersail was caught just distal of it. The powersail was unable to be removed from the patient and the physician felt heavy resistance at the time of withdrawal and the shaft separated. An attempt was made to withdraw the powersail with a goose neck snare; however, emergency CABG was performed due to ventricular fibrillation (vf). The separated portion was removed from the patient completely; however, the patient expired sometime after the procedure. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the dilatation catheter was returned with blood and contrast visible on the outer member and in the balloon. Also returned were a competitor's mangled stent implant, a competitor's runthrough guide wire and 6fr ikari 1.0 guiding catheter. There was a 1 mm longitudinal rupture at the proximal shoulder of the balloon. There were longitudinal scratches at the distal end of the rupture. The outer member was separated 24.4 cm distal to the guide wire exit notch. The inner member was also separated 25.5 cm distal to the guide wire exit notch. The distal portions of the separated outer and inner members were still attached to the balloon. The fracture faces of the outer and inner members were jagged and stretched. There was a kink in the inner member 1.5 mm proximal to the inner member separation. The inner member was stretched for approximately 1 cm at the distal end of the proximal portion of the separation. The outer member had a ballooned appearance 5.4 cm distal to the guide wire exit notch for a length of 6.3 cm and 15.4 cm distal to the guide wire exit notch for a length of 8.8 cm. There was no other damage noted to the dilatation catheter. There were several kinks in the returned competitor's guiding catheter. There was no notable damage observed on the returned guide wire. The balloon catheter will be sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering determined that factors that may contribute to balloon damage may include, but are not limited to, manufacturing, materials, anatomy, disease state, device interaction, tortuosity, over inflation, or insufficient prep. The balloon was inflated up to 28 atm, which is above the rated burst pressure (rbp) of 18 atm, and which likely contributed to the reported rupture. The instructions for use (IFU) states, "balloon pressure should not exceed the rated burst pressure (rbp)." The device was submitted for sem analysis which attributed the balloon damage to mechanical damage to the outer surface of the balloon. Factors that can contribute to difficulties in removing the balloon dilatation catheter after use include, but are not limited to, insufficient balloon deflation, balloon refold, calcification, tortuousity, interaction with other devices, bends, or kinks. The ruptured balloon may have gotten caught on a stent strut, which could have contributed to the difficulty in removing the balloon catheter. Factors that may contribute to shaft separations include, but are not limited to, manufacturing, tensile overload, anatomy, interaction with other devices, or handling. Jagged and stretched material suggests that the catheter had been subjected to tensile overload beyond its design limits and is consistent with the case details which noted heavy resistance at the time of dilatation catheter withdrawal. Sem analysis attributed the inner member separation to tensile overload. No damage was observed to the catheter prior to the procedure, suggesting that the catheter device was intact and had met manufacturing criteria. The powersail product specification was reviewed and the catheter shaft stress pressure minimum specification is 22 atm. An inflation pressure of up to 28 atm was applied, which may have contributed to mechanical damage observed on the outer member. The reported balloon rupture, difficulties in removal, and the shaft separation appears to be related to the circumstances of the procedure. Per the IFU, death is listed as a potential adverse effect associated with the use of the rx powersail coronary dilatation catheter; however, a conclusive root cause cannot be determined. This MDR is considered closed by the product performance group.